Event description:
Since implant, the pt reported constantly getting "zippers and zappers" while the stimulation was turned on; they had gotten increasingly worse. The pt described these as sudden bolts from the side in the lower abdomen/pelvic region; changes in body position and a change in stimulation settings did not make the sensations go away. The pt had not gotten the pain coverage that she would have liked since implant; she had no pain relief in her lower back. The patient was getting the same coverage she received from the stimulation trial, but her physician had told her that she would have better coverage after the permanent implant. It was also reported that the implantable neurostimulator (ins) site was painful at times. The device system had been checked via fluoroscopy and reprogramming was tried, but they were unable to determine what was causing the sensations. The physician was recommending implanting another lead to see if that would provide better pain coverage. The patient planned to follow-up with her physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.